Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed a rash on the right side of her back. The patient was given a prescription from her physician betamethasone cream. It was reported that the patient had also removed the lifevest due to the irritation. It was reported that the patient is doing better since removing the lifevest.